Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the morning of (B)(6) 2010, she obtained blood glucose readings of "171 mg/dl" with the subject meter and "221 mg/dl" on a laboratory device. The patient was unable to confirm how much time elapsed between the two tests. However, had the tests been performed within 30 minutes of each other, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. Prior to the comparison, the patient stated she had been feeling tired and her mouth was dry. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and that the test strips appeared in good condition. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs accuracy criteria.